Event description:
A malfunction was reported by the caller regarding the pump, specifically displaying malfunction code 9. There was no adverse impact on the customer's blood glucose level. The customer, who was away from home without a charger, requested and received instructions to reset the pump over the phone and planned to perform the reset independently. The customer indicated they would call back if the reset was unsuccessful, and the case was marked as resolved by technical support.